Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for investigation. As per the given clinical information, the root cause of the access site bleeding was determined to be patient condition as the patient was bleeding from multiple sites.

Event description:
The user facility reported a 78-year-old male in st elevated myocardial infarction / cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding from their sites during impella support. The patient was provided two units of blood to counteract the blood loss and support continued with the implanted pump.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿